Event description:
Caller reported a cgm error occurred, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed pump reset instructions, walked the caller through the process, and emailed additional instructions due to insufficient insulin in the cartridge. If the caller continued to experience concerns after the reset, they were advised to contact technical support again.